Event description:
The advocate stated the customer received blood glucose readings of 279 and 280 mg/dl from her contour and readings of 105 and 130 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate performed a control test during the call and the result fell within the normal control range. No product will be returned.